Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, patient underwent a spinal fusion surgery(approach: anterior lumbar interbody fusion surgery) using rhbmp-2/ acs in the lumbar region of his spine from l4-s1. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2/acs was used outside the cage (in the disc space). Patient's post-operative period has been marked by a period of improvement, followed by increasingly severe and chronic low back pain, radiculopathy into his lower extremities, numbness and a hot sensation in his right foot, weakness in his right leg, and cramping in his legs. He is unable to sit, stand or walk for extended periods and has difficulty sleeping. These serious injuries prevent patient from practicing and enjoying the activities of daily life that he enjoyed pre-operatively.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2009 the patient underwent the following procedures: l4-5 and l5-s1 anterior lumbar interbody fusion, l4-5 and l5-s1 anterior synthes plating (atb plate) l4-5 and l5-s1, placement of interbody fusion cages synthes alif spacer l-5, synthes synfix l5-s1, placement of bone morphogenic protein to treat the following pre-op diagnosis: l4-5 recurrent herniated nucleus pulposus, l5-s1 annular tear. Per operative notes: ¿¿a synfix cage prefilled with one-half of a medium bone morphogenic protein kit with the bmp saturated sponge was also placed anterior plate of the synfix cage, getting quite good purchase in l5-s1¿ the disc was shaped and fitted to a peek alif spacer cage prefilled with one-half of the medium bmp kit and with both l5-s1 implant and the l4-5 cage, levels were verified via intraoperative fluoroscopy and metallic marker and acceptable placement was placed in the coronol and sagittal planes by fluoroscopy. The l4-5 disc space was then secured using an atb plate 39 mm in length. Good purchase was achieved with screws. Two screws were achieved in l5 and a central screw placed in l4. The lateral screw on the plate due to the limitations of the soft tissue mobilization was close to the interface and the screw placement there appeared to compromise the interface between the end plate and the cage and thus no screw was left in the lateral screw hole in l4. The patient was then aroused from anesthesia and taken to the recovery room in stable condition having tolerated the procedure well¿¿ on (B)(6) 2009 the patient underwent anterior lumbar exposure of the l4-5 and l5-s1 and placement of hydrosorb to treat the following pre-op diagnosis: degenerative herniated disc at l4-5 and l5-s1. On (B)(6) 2009 patient presented due to left leg pain. On (B)(6) 2009 patient presented for an office visit. Patient underwent x-ray (B)(6) 2009 patient presented for an office visit due to some pain in lumbar region, some low back pain and toes are numb. On (B)(6) 2009 patient underwent CT of lumbar spine due to sever low back pain. Impression: status post placement of anterior plates affixed at the l4-l5 and l5-s1 levels with prosthethic disc at both levels, no lumbar compression fracture, minimal disc bulging diffusely at l3-l4 but no focal disc herniation or neuroforaminal or spinal canal stenosis was seen, post l4 and l5 laminectomy on the left, mild facet degenerative changes from l3 through s1 bilaterally. On (B)(6) 2010 patient presented for an office visit due to low back pain bilaterally, approximately l5. Impression: left l5-s1 delayed union (B)(6) 2010 patient presented for an office visit due to pain. On (B)(6) 2010 patient presented for an office visit due to low back pain consistent with pain approximately l4 and foot pain. On (B)(6) 2010 patient called to office to get the results. On (B)(6) 2010 patient presented for an office visit due to soreness in the left low back, numbness in the toes. Impression: left sacroiliac joint dysfunction, delayed union. On (B)(6) 2010 patient presented for an office visit due to low back pain. On (B)(6) 2010 patient presented due to increased cramps in the legs. Impression possible delayed union. On (B)(6) 2010 patient presented due to ¿s/p lumbar laminectomy/disectomy¿. On (B)(6) 2010 patient presented for an office visit due to persisting low back pain, foot pain. Impression: delayed union l4-5. On (B)(6) 2010 patient presented for an office visit to refill meds. Lumbar / lumbosacral spine: general/bilateral: palpation of the lumbosacral spine revealed abnormalities, lumbosacral spine exhibited muscle spasms, lumbosacral spine pain was elicited by motion. Assessment: normal routine history and physical, vitamin d deficiency, nevus, arthralgia, chronic low back pain, neuralgia, sleep disturbance, unspec. On (B)(6) 2011 patient called to office. On (B)(6) 2011 patient presented for an office visit due to lower back pain mainly on the right but sometimes on the left. Musculoskeletal: lower back pain on the right and on the left. Assessment: arthralgias in multiple sites, myalgia and myositis, depression, sleep disturbance, unspec, osteopathic lesions of the lumbar region, osteopathic lesions of the sacral region. On (B)(6) 2010, (B)(6) 2012, patient presented for an office visit. On (B)(6) 2012 patient presented for an office visit due to right hand and forearm swelled and now pain in forearm. On (B)(6) 2011 patient presented for an office visit. Musculoskeletal: shoulder joint pain on the right and shoulder joint stiffness. On (B)(6) 2012 patient called to office to get the lab results on (B)(6) 2013 patient presented for an office visit due to sinus pain, nasal discharge and nasal passage blockage.